Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver download was reviewed and the download contains err67 firmware errors and coinciding 'rebootreceiver' events related to the customer complaint. The customer complaint of ceases to function was confirmed. The root cause could not be determined.